Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
It was reported that the unit is unable to function on battery mode. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated which included functional testing. During this testing the unit provided both audible and visual alarms. An internal inspection of the device was conducted and fuse component f3 on the system board was found to be open circuited. The device does not power on via battery power due to the system board. Component f3 was temporarily shorted and the device was operational on battery power using the customers' battery. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues related to this reported event.